Event description:
A customer reported that their freestyle meter would not turn on. During the course of the investigation on the returned meter, it was confirmed that the meter was exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.